Event description:
It was reported that during an afib procedure that when deflecting a lasso catheter, the catheter was twisting to the shape of a pretzel. The device was exchanged and the case resumed. The catheter was not stuck in a locked position. The physician was able to remove the catheter from the patient without any difficulty. There was no patient injury reported. The reported complaint itself was not indicative of a reportable event. Lab findings: upon visual inspection of the returned complaint catheter, bwi failure analysis lab noted the anchor window was cracked on the bottom area and the t-bar had sliced down the lumen no longer in the anchor window area. Electrode ring #2 was damaged and sharp on the proximal side. Electrode ring #7 was also damaged and sharp on the proximal side. Electrode ring # 13 was damaged and sharp on the proximal side with white material underneath the ring. Electrode ring # 17 was damaged and sharp on the proximal side with white material underneath the ring. Further information was requested in regards to the received catheter condition. Additional information provided stated that this catheter condition was not noted prior or after the catheter use. The physician was able to remove the catheter safely from the patient. The type and size of the sheath used in conjunction with the catheter was a non-bwi sheath (st. Jude medical sl0; 8 fr size; white in color). This returned catheter condition was also not noted by the sender. It was confirmed there was no patient injury reported related to this complaint. This type of catheter damage was previously defined to have been likely contributed by the potential lasso and sheath incompatibility. A recent internal risk re-assessment review had been performed and the reportability to the FDA of such issue has been revised on june 28, 2012, marking this date as the alert date for this report.

Manufacturer narrative:
Further investigation regarding the foreign material found at bwi failure analysis lab that was not reported in the complaint resulted in an internal corrective action that was opened to address this issue.(B)(4).

Manufacturer narrative:
An internal risk assessment previously conducted regarding this type of catheter damage concluded that this damage was likely contributed by the potential lasso and sheath incompatibility. From reviewing 2-years of complaint data, the probability of occurrence of a serious injury from the potential incompatibility between the lasso catheter and a sheath was assessed to be remote and the overall risk to patients from this issue was low. Therefore, such complaints were determined to be not reportable at the time based on the existing risk document. However, recently there has been an increasing trend of damaged rings with foreign material observed among the returned lasso catheters e analyzed by the bwi failure analysis lab. Foreign materials were sometimes observed caught on the damaged electrode rings of the catheters. An investigation has been carried out to determine the root cause of this issue. An internal review of the potential lasso catheter and sheath incompatibility has been carried out and the risk of this type of issue has been re-assessed. Based on the risk analysis of more than 2 years' complaint data, the probability of occurrence of a serious injury from the potential incompatibility between lasso catheter and sheath (with or without presence of foreign material caught on the lasso electrode) is still considered to be low, and so far there is no evidence of any patient injury that can be attributed to this type of issue. However, considering the severity of the potential patient injury, the reportability to the FDA of such issue has been recently revised, effective on june 28, 2012. For the potential lasso-sheath incompatibility complaints with verified lasso ring damage or with foreign materials caught on lasso rings, such complaints are reportable MDR malfunctions; for the potential lasso-sheath incompatibility complaints without damaged lasso rings and without foreign materials on lasso rings, such complaints remain not-MDR reportable malfunctions. (B)(4). Upon visual inspection of the returned complaint catheter, bwi failure analysis lab noted the anchor window was cracked on the bottom area and the t-bar had sliced down the lumen no longer in the anchor window area. Electrode ring #2 was damaged and sharp on the proximal side. Electrode ring #7 was also damaged and sharp on the proximal side. . Electrode ring # 13 was damaged and sharp on the proximal side with white material underneath the ring. Electrode ring # 17 was damaged and sharp on the proximal side with white material underneath the ring. As this catheter was returned for lasso catheter deflection issue and it formed the shape of a pretzel, the catheter was evaluated for deflection characteristics. The catheter was observed to have deflection problems and the t-bar was found sliced down the lumen causing the catheter to not deflect properly. Contraction characteristics were found within specification. The t-bar tore-off creating a space which weakened the anchor window area, causing the pu to either peel-off or crack. A corrective action has been opened to address and resolve this issue. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The white foreign materials caught underneath electrode rings # 13 and 17 noted specific on this lasso catheter, were sent for fourier transform infra red analysis (ftir) testing. The foreign material was identified as polyethylene, which matches the st. Jude's sheath material. The device history record (DHR) for this particular lasso catheter lot was reviewed and no anomalies were found. The DHR review also verified that the device was manufactured in accordance with documented specifications and procedures and passed all required release criteria. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The loop shape reported condition was not confirmed; however, the deflection issue was observed during analysis not related to what it was reported originally. The root cause of the damaged ring and the foreign material caught on underneath it is still being investigated.